Event description:
It was reported that a pt underwent a dental implant procedure on (B) (6) 2010 and suture was used. Post-operatively, the surgeon noted localized redness. There were no other signs of infection and the symptoms cleared without the use of antibiotics or other medical intervention.

Manufacturer narrative:
(B) (4) - inflammation: conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.